Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to complaint. A record assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. Customer complaint cannot be confirmed. The root cause is unknown at this time. If the device sample becomes available, or additional reportable information is received, this complaint will be updated accordingly.

Event description:
Customer complaint alleges "the cuff would not inflate."the alleged defect was detected during use.no report of harm or injury to patient.